Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was preparing for coronary angiography surgery and the surgery was canceled and postponed. The patient was sent back to the inpatient department. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry couldn't move and the device couldn't expose. Analysis of the log file showed an error -unable to communicate with geo-ipc. Upon troubleshooting, to resolve the issue, fse replaced geo ipc. The defective geo ipc was returned to philips for failure analysis and which showed the geo ipc had corroded and failed to boot up. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to produce exposures. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was preparing for coronary angiography surgery and the surgery was canceled and postponed. The patient was sent back to the inpatient department. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry couldn't move and the device couldn't expose. Analysis of the log file showed an error -unable to communicate with geo-ipc. Upon troubleshooting, to resolve the issue, fse replaced geo ipc. The defective geo ipc was returned to philips for failure analysis and which showed the geo ipc had corroded and failed to boot up. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.